Event description:
Cone tip ureteral catheter was used in cystoscopy #1. During cystoscopy #2, cone tip portion of catheter was found in pt's bladder by dr. Cone tip was retrieved and catheter was found from cystoscopy #1, inspected, and concluded that cone tip had broken off and remained in bridge section of cystoscope from prior case.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: component failure. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.